Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 30-degree endoscope plus for failure analysis investigation. The endoscope was analyzed and the findings did not replicate or confirm the customer reported event. Additional observation(s) not reported by site: the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cab integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was visually inspected and found with mechanical damage the scope¿s distal tip. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope housing, the housing shell exhibited laser marking fading and/or removed. Fa plus the endoscope was tested and place on an in-house system for cable testing failed due to wpb defect.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the 30-degree endoscope plus would try to twist when attempting to zoom in. The procedure was completed without any complication. The patient did not sustain any injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the surgeon attempted to zoom in, the camera would not respond initially. The camera would try to twist instead but then it was as if it wouldn't turn either like the camera was caught up on something. Upon inspection there was nothing obstructing the camera. The camera function eventually restored allowing the camera to be used throughout the entire procedure without switching it out. The procedure was completed without any complication. The surgeon confirmed there was no injury associated with this event.